Manufacturer narrative:
H3 ¿ analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen brand baclofen (500 mcg/ml at 25 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that the patient showed evidence of overdose with symptoms of nausea/vomiting, lethargy, increased flaccidity of muscles and decreased cognition. There were no known environmental, external, or patient factors that may have led or contributed to the issue. The patient was first admitted to the hospital via the ed (emergency department) in (B)(6) 2024 for a stay lasting 6 days. A dye study, lab work, and an MRI were done and all indicated normal results. On admission to the hospital, the baclofen dose was 400 mcg/day. The dose was reduced to 100 mcg/day. The patient¿s next hospitalization occurred in (B)(6) 2024. All the same diagnostics were performed and all were normal. Upon the (B)(6) 2024 hospitalization, the dose was reduced to 75 mcg/day. The patient¿s next hospitalization occurred in (B)(6) 2024. The same diagnostics were done and all were normal. Following the (B)(6) 2024 hospitalization, the dose was reduced to 50 mcg/day. In preparation for the device system replacement on (B)(6) 2025, the dose was reduced to 25 mcg/day and remained at that currently. The pump and catheter were replaced, and the issue was noted to be resolved.

Manufacturer narrative:
H3. Pump: the returned device passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.